Event description:
The separator bend for an unk reason as the physician pushed it into the rhv. The physician changed the separator and completed the procedure.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy is attached. (B)(4). A review of the device history record was completed on part # 0533 (lot # l12140). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.